Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Software error detected found in the insulin pump history. Problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer was able to clear error alarm and rewind insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.